Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Journal citation: guo, y.-q., liao, x.-h., li, z.-x., chen, y.-y., wang, s.-d., wang, j.-h., luo, y. (2018). Ultrasound-guided percutaneous needle biopsy for peripheral pulmonary lesions: diagnostic accuracy and influencing factors. Ultrasound in medicine & biology, 44(5), 1003¿1011. Doi: 10.1016/j.ultrasmedbio.2018.01.016.

Event description:
It was reported in an article in ultrasound in medicine and biology titled, 'ultrasound-guided percutaneous needle biopsy for peripheral pulmonary lesions: diagnostic accuracy and influencing factors' that 648 ultrasound-guided percutaneous needle lung biopsies (pnbs) were performed on 637 patients to evaluate the diagnostic accuracy and the factors influencing the diagnostic accuracy of ultrasound guided pnb for peripheral pulmonary lesions (ppls). Complications were reviewed for this study such as hemoptysis, pneumothorax, and puncture site pain which required medication, drug therapy ,or chest tube insertion to treat. Chest tube insertion was also resulted to for some patients. The current status of the patients is unknown.